Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared a data error alert indicated a data log corruption. In addition, the pump displayed a reset screen. There was no patient involvement, as the pump was not being used by the patient at the time of the event. Reportedly the customer will continue to use a different pump as alternate insulin therapy until the replacement pump is received.